Manufacturer narrative:
Correction: (B)(6). Other applicable components are: product ID: 3889-28, lot# va1kt3d, implanted: (B)(6) 2017 explanted: (B)(6) 2018, product type: lead. UDI: (B)(4), ubd: (B)(4) 2021. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s therapy worked for 6 weeks and then stopped working. It was noted that the patient was having bladder and kidney infections like they did prior to implant of the device. The patient had an appointment on (B)(6) 2018. The reporter did not have access to the patient¿s programmer. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# va1kt3d, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead, UDI: (B)(4), ubd: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va1kt3d, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead, (B)(4), (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): the hcp was asked whether the cause of the patient's therapy stopped working was determined, and hcp replied that no, cause was not determined. The patient denied fall, but the leads were out of place. With regard to the reported bladder/kidney infection: the patient had a long history of uti's. Positive cultures were found on these dates: (B)(6) 2012, (B)(6) 2017, (B)(6) 2017, (B)(6) 2017. The cause of the reported bladder/kidney infections was neurogenic bladder - the hcp was unsure; ICD code: "n39.0":(urinary tract infection, site not specified). The hcp did not related the bladder /kidney infections to the patient's underlying urinary dysfunction and did not relate the infections to the trial device system and/or its therapy. The patient was treated with antibiotics and removal/replacement of the implanted system. The infection resolved. No further complications were reported or are anticipated.